Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation. The irritation was described as a square on the patient's back and chest with little red bumps where the patient scratched and resembling a rug burn. The patient's home health nurse advised the patient that he could remove the lifevest to help the irritation heal when someone else is present. The nurse also provided a cream, triamcinolone, which the patient had been applying along with neosporin. Follow-up indicated that irritation had cleared up.